Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The synchroseal instrument was analyzed and found with a bent main tube. The bending damage was located at the distal end of the main tube at the flaps. As a result, the distal main tube was able to spin freely separate from the proximal main tube. Further investigation found an issue unrelated to the reported complaint. The instrument had a torn jaw cover, which measured from 0.030¿ to 0.113¿ in length. There was no sign of thermal damage present at the end of any tears. No material was found missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted pancreatoduodenectomy surgical procedure, the synchroseal instrument spun in the opposite direction when it was turned. The customer used a backup synchroseal instrument to continue with the procedure. No fragment fell inside the patient. The procedure was continuing as planned with no reported injury.